Event description:
Allergan representative reported a "discrepancy in the band volume" of a lap-band system. Follow up findings: per the surgeons' representative, the fluoroscopy did not confirm a port leak however the leak was discovered during explant surgery. The access port of the lap-band system was removed and replaced with another access port.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."